Event description:
Customer's mother reported that the customer was hospitalized for a concussion that occured at a lacrosse game. Customer vomited the next morning and took off the insulin pump. Customer also had an intense headache. Customer diagnosed diabetic ketoacidosis when he arrived at the hospital five hours later. Customer was off the pump during the five hour period. Blood glucose reading at the time of admission to the hospital was 320 mg/dl. The physician stated that the cause for the emergency room visit was concussion. Customer's last blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.